Manufacturer narrative:
Based on the limited information provided, no conclusion can be made. Due to privacy laws in (B)(6) contact information was not provided, as such we are unable to request additional information. Infection is a known inherent risk of any surgical procedure. Regarding the allegation of infection the warning section of the instructions-for-use states, "if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the patch. An unresolved infection may require removal of the device." No lot number has been provided; therefore a review of the manufacturing records could not be conducted. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
The following was reported to the tga (australia regulatory body) by the consumer: it was reported that the patient was implanted with a bard ventralex hernia patch. As reported the patient has "excruciating pain impacted on lifestyle since the mesh was inserted. Infections, irritable bowl syndrome." Before surgery, patient reports that they were "fit and healthy and never sick."